Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv2528 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the PICC insertion procedure, the tip of the 3cg stylet broke off. It was confirmed by x-ray that the tip remains in the patient's right lower lung. They do not plan to do any further intervention as it has not caused any harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A break in the polyimide tubing was observed 6.9cm from the proximal end of the polyimide tubing. The distal tip of the stylet was not returned for investigation. The section of polyimide tubing proximal to the break was curled. A microscopic examination revealed kinking in the polyimide tubing between magnets. The fractured ends of the polyimide tubing were noted to be uneven. A break was observed in the solid core wire. The core wire extended 2mm from the distal end of the proximal segment of polyimide tubing. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of rebv2528 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that during the PICC insertion procedure, the tip of the 3cg stylet broke off. It was confirmed by x-ray that the tip remains in the patient's right lower lung. They do not plan to do any further intervention as it has not caused any harm to the patient.